Event description:
On (B)(6) 2012, the reporter contacted animas alleging that after swimming, she was changing the cartridge, and then when tried to press ok button it was unresponsive. The patient removed the battery, saw no evidence of water in battery compartment. Patient attempted to press ok on verification screen and no buttons were responsive. Patient denies any rips/tears in keypad or any evidence of moisture damage in cartridge compartment or behind display. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunctions remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): the contrast button was found to be intermittently responding to presses. The keypad was removed and contamination was observed under the contrast button contact.